Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) spiked on the t wave causing a change in heart rate resulting in the patient experiencing supra ventricular tachycardia (svt) for five hours with arterial hypotension and was pale and sweating. It was noted that the patient was initially medicated by way of drug cardioversion attempt, however this failed. It was further noted that at a later stage an electrical cardioversion was successful in returning the patient to a regular and stable sinus rhythm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the external pulse generator (epg) spiked on the t wave causing a change in heart rate. No batteries were inserted, the batteries were replaced. The epg passed all visual and automated testing, no anomalies were found. The device passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.